Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the side rails on the full-height cubie drawer 7 were damaged. A field service engineer (fse) shut down the device and replaced the side rails. During the repair, the fse also discovered that the emergency hard stop had broken all three screws, which were subsequently replaced. The drawer was reseated, and the device was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hardware railing was jammed and it would not shut completely. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.